Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019, due to recurrent infections and granulation at the implant site. The abutment was removed and the site was closed. The fixture remains insitu.